Event description:
Customer reportedly received results of 55 mg/dl and 432 mg/dl within 10 minutes on the advantage system. High blood glucose symptoms were reported with these results; customer was able to self treat. No adverse event related to the device was reported. Requested return of suspect device, and replacement was sent.